Event description:
It was reported that the pump touchscreen was intermittently unresponsive. The customer¿s blood glucose (bg) level was "high"; specific value not provided. Reportedly, customer reset the pump and delivered a correction bolus to address bg. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.